Event description:
A physician reported that aseptic endophthalmitis was observed following intraocular lens (iol) implant procedures. The symptoms resolved after the use of steroidal ocular medication.

Manufacturer narrative:
Product evaluation: the samples were not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts to gather additional information have been unsuccessful. (B)(4).

Manufacturer narrative:
The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(6) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(6) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates ((B)(6)), we will continue to closely monitor for any potential trends or signals.

Event description:
The initial report indicated there were multiple related incidents. It has been confirmed that there are no corresponding cases as initially reported.